Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged 75% out of valve. As a result, the balloon would not remain inflated and the tunnel collapsed. The surgeon, who was also the harvester, used a dead ender cap to cap the valve after reinflating the balloon. The procedure was continued and was completed the procedure using the same device. The hospital did not report any patient complications.